Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml for a total dose of 0.24 mg/day. It was reported the patient was in clinic and the hcp wanted to perform a total system content removal procedure because the patient could not tolerate the dose. It was stated the patient was displaying overdose symptoms. It was noted the rep was in the middle of the procedure. The location of the symptoms was other. The rep was assisted with system content removal procedures. The new dose and concentration of the dilaudid (hydromorphone) was 1 mg/ml for a total dose of 0.089 mg/day. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient's weight was asked, but unknown. It was noted the overdose symptoms were mild symptoms and the patient has not followed up yet, so it was unknown if the if the symptoms have been resolved. The exact overdose symptoms was noted as vomiting. It was noted that the information had been confirmed with physician/account. No further complications were reported/anticipated.